Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported the device is not reading correctly. No patient impact or consequences were reported.

Manufacturer narrative:
The returned device was evaluated. The unit was found to visually and audibly alarm during alarm conditions. Visual inspection upon receiving revealed no external damages. The device turned on using the customer's batteries. An led segment did not light up during start up due to failed led segment with an open circuit across its nodes on the system board. The device was able to obtain spo2, pi, and pulse rate readings using masimo tester. However, the measured values displayed on the screen appeared to be incorrect due to the missing led segment. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues prior to this reported event.

Event description:
The customer reported the device is not reading correctly. No patient impact or consequences were reported.